Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was getting in their car after a computed tomography (CT) scan, when a pain hit and out of nowhere they urinated. They did not get the urge to go. They had an empty bladder, and before the scan they drank two six ounce bottles of water. It was recommended they check the device with the external devices and follow up with their healthcare provider if they felt it was necessary. Their communicator would not power on. They plugged the communicator in and it started charging. They planned to call back for assistance checking their ins. The patient called back two days later reporting a continuation of the events previously reported. They got everything charged up and called back to check the therapy status. They were continuing to have a little issue with going to the bathroom frequently and sometimes not making it there. They were walked through checking the therapy status on the call, and the patient confirmed therapy was on at 1.4 volts on program 7. They increased stimulation on the call and reported they felt "twitching" in their groin area that they described feeling like the normal feeling of stimulation (like a pulling, tingling sensation), but reported it was hurting, so they decreased stimulation. It hurt when they were decreasing stimulation back down. They decreased stimulation to 1.8 volts, but stated they were no longer feeling stimulation, so they increased stimulation to 2.0 volts and confirmed they were feeling stimulation slightly that they confirmed was comfortable. They planned to monitor their symptoms now that a change was made. They were redirected to their healthcare provider to discuss symptoms and check the implanted system. The patient inquired if they should have turned therapy off for the CT scan. CT guidelines were reviewed and the patient again confirmed this was all a continuation of the event previously reported a couple of days prior.